Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, after the second band was deployed, the following band was entangled and could not be successfully deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the stomach.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The reported event of bands entanglement and failure to deploy was confirmed based on the information provided by the sales representative. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; however, the review of the labeling and information provided indicates that the device was used in the stomach, which is inconsistent with the instructions for use (IFU) that specify the speedband superview super 7 band ligator is intended for endoscopic ligation of esophageal varices and anorectal hemorrhoids only. Using the device outside its indicated anatomy could affect its functionality and contribute to the reported issues of bands entanglement and failure to deploy. The device history record confirmed that the device met manufacturing specifications prior to distribution, and no manufacturing deviations were identified. Therefore, based on the compiled information and lack of evidence of product defects, the most probable root cause assigned is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a varicose vein ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, after the second band was deployed, the following band was entangled and could not be successfully deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the stomach.